Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a pump did not pass flow rate testing per the spectrum preventive maintenance procedure. The customer stated that the pump failed testing 4 times, but could not provide any of the testing results data. There was no pt involvement and no further information was provided.